Event description:
I used fixodent approx from 1990 until 2009. About 2 yrs prior to being diagnosed with neuropathy, my feet started aching, burning & tingling. My neuropathy is permanent & will require continued medication. I was diagnosed 2007 with neuropathy. Dose or amount: denture cream, frequency: 3 times daily, route: oral. Dates of use: 1990 thru present. Diagnosis or reason for use: denture cream. Event abated after use stopped: no.